Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. There was no indication that the product did not meet specification. The sensor kit expiration date is 30-jun-2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported upon the adc freestyle libre sensor removal on (B)(6) 2021, the customer experienced symptoms of itching, redness, lump, and felt the sensor tip was left in her skin. The following day, the customer noticed the lump had gotten bigger and reddish. The customer had contact with a healthcare professional (hcp)on (B)(6) 2021 and it was confirmed that the sensor tip was still in her skin. The hcp numb the lump area with unspecified medication before cutting open the area and taking some samples for a biopsy. The customer was advised how to clean the area with hydrogen but no prescribed medication was provided. There was no report of death or permanent injury associated with this event.